Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.